Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -07.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed in a second surgery on (B)(6) 2020 due to excessive vault. This resolved the problem.cause of the event is reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in micro-centrifuge vial, moisture, residue/debris on product. Visual inspection found haptic broken on lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, moisture, residue/debris on product. Visual inspection found haptic broken on lens. Claim# (B)(4).